Event description:
The physician was using the psc032 as an inner catheter coaxial technique while placing the psc054. He was using a headliner 16 guide wire through the psc032. He felt resistance and decided to remove the psc032 from the psc054. Upon removal, he found the 032 catheter to be broken in half. Only a small piece of wire was holding the two pieces of the catheter from coming apart. The catheter was saved then later discarded.

Manufacturer narrative:
The DHR of this manufacturing lot has been reviewed. The review revealed that all appropriate inspections were completed per process monitoring requirements or 100% inspections where required. In addition, all destructive testing was completed per process monitoring requirements and results met specification. All parts that were released in this lot met specifications.